Event description:
It was reported in a service report that the bed was damaged beyond repair. No adverse consequences were reported.

Manufacturer narrative:
Result: fowler motor is leaking, headend of the bed is crooked and damaged. Litter frame is very bent.